Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the barrel was cracked. The returned syringe was examined and exhibited cracks in the barrel ranging from the (B)(4) unit marking to the flange. Severity ranking is s1. Unable to perform complaint lot history check due to unknown lot number. Investigation conclusion: sample was forwarded to manufacturing (holdrege) on 04jan2019 for further review. On 04jan2019, holdrege received one (1) loose 0.5ml, 12.7mm syringe from an unreported batch number. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Additionally, scant traces of damage were noted along the exterior surface of the syringe barrel, possibly related to the cracks noted with the barrel wall material. No damage or stress marks were noted within the plunger rod or any other components of the returned syringe; the cap was not returned with this complaint. Given that the damage being limited to just the syringe barrel, the responsible event most likely occurred prior to assembly on the metro. Root cause description: potential root cause is likely to be a jam during a transfer of the barrel from an infeed rail into a dial, causing additional stress on the material and the cracks noted within the returned sample. There is not sufficient evidence to determine if this occurred at the print operations or at the assembly operations at this time. Rationale: based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was cracked.